Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for follow up in clinic, device was found to be in backup vvi. Programming changes were made, and device was restored. The patient did not experience any adverse consequences and will continue to be monitored.